Manufacturer narrative:
(B)(4). One of 2 emdrs. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 4. The patient's largest prescribed fill volume (lpfv) was 1500 ml and the drain volume was 2404 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse on (B)(6) 2010 and notified her of incident of iipv that was found during the device evaluation.

Manufacturer narrative:
(B)(4). A review of the device logs revealed a drain volume that met the increased intra-peritoneal volume (iipv) criteria. The device was received in good condition. A device history review revealed no exceptions, nonconformance, or reworks during the manufacturing of the complaint lot. The cause for the iipv found in the device logs was determined to be insufficient drain due to a use error; the tidal ultrafiltrate (uf) removal was set too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. A device history review revealed no exceptions, nonconformance, or reworks during the manufacturing of the complaint lot. The hc device was determined to meet both functional and electrical performance specifications relative to the issue of iipv found in the logs. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).